Event description:
It was reported that during the implant procedure, the right atrial lead exhibited low impedance. The physician elected to remove and replace the lead without complications.

Manufacturer narrative:
(B)(4).